Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 130 units of insulin. The customer reported that when the fill estimate displayed 2 units, the customer removed approximately 40 units of insulin from the cartridge. Subsequently, the air was not being removed from the cartridge. The customer's blood glucose level was 300 mg/dl, and was addressed by administering a manual injection. As the contact was not with the pump or supplies at the time of the reported event, tandem technical support was unable to perform troubleshooting for the reported event. During a follow-up on (B)(6) 2017, it was reported that the issue had been resolved.